Event description:
After monitoring for 3 or 4 days. Ommhg was displayed on the monitor though the catheter seemed to be fixed steady. Since the displayed value did not change from ommhg for awhile, the doctor replaced the catheter.